Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was returned for investigation (image 1-3). Visual inspection of the as returned product identified wear about the screw body, threads, and head. The device is fractured at the screw head. No pre-existing conditions were noted on the per. The reported product was located on tooth # 26 (fdi) and the screw was retightened multiple times over an unknown period of time. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iunihg and ioss510 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. September post market trending was reviewed and there were no negative trends or corrective actions for the reported events (screw fracture and screw loosening) or product (iunihg). Therefore, based on the available information, device malfunction has occurred and the reported screw fracture event was confirmed. The reported screw loosening could not be verified with the information provided. The most likely cause for the event is due to continuous re-tightening of the screw reported. This violates instructions of use, and is considered misuse.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). This report is being submit to report an adverse event due to patient subject to additional surgical procedure to remove an overgrown tissue around the implant. This event was most likely cause by multiple loosening screw events reported under (B)(4). Device was received by manufacturer and evaluation has been anticipated but not begun yet. Once the investigation has been completed a follow up medwatch report will be submitted.

Event description:
It was reported that patient was subject to additional surgical procedure to removed overgrown tissue around implant caused by previous loosening screw (iunihg) event captured under different complaint. The screw was retightened multiple times leading to screw fracture. Implant is viable and restored.